Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device could not interrogate. An error message noting "206900 please call your local representative" was dis- played. This error message is displayed when the atrial lead is changed from uncoded to anything else and the ventricular lead remains uncoded. The local representative was not called to resolve the issue.